Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during a stent placement procedure in the intrahepatic biliary tract performed on (B)(6) 2013. According to the complainant, during preparation the user made three side holes in the stent. During the procedure, when the physician pulled the guide catheter to deploy the stent, resistance was encountered and it was unsuccessful. During removal, the proximal side of the stent near the stent flap detached inside the patient. The broken stent was retrieved using a snare. Upon removal, the guide catheter was found torn but no part detached and it was removed with the delivery system in one piece. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during a stent placement procedure in the intrahepatic biliary tract performed on (B)(6), 2013 according to the complainant, during preparation the user made three side holes in the stent. During the procedure, when the physician pulled the guide catheter to deploy the stent, resistance was encountered and it was unsuccessful. During removal, the proximal side of the stent near the stent flap detached inside the patient. The broken stent was retrieved using a snare. Upon removal, the guide catheter was found torn but no part detached and it was removed with the delivery system in one piece. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation found out that the pullwire cap was not attached to the pullwire, and was not returned. The push catheter was accordioned near the hub and the pullwire was partially retracted. The stent was broken with the proximal end remaining and still attached via the suture to the guide catheter. The distal end of the stent was not returned. The guide catheter was stretched and the distal end was torn. Initial attempts to operate the device found that the pull wire could not be extended or retracted. Pull wire was jammed. Of the remaining portion of the stent, the suture hole was elongated and partially torn. The blue section of the push catheter was kinked near the distal end. The push catheter near the distal end from the suture hole was deformed and the suture hole was elongated. The suture was released and the remaining portion of the stent was removed. Upon removal, three circular impressions/cuts were noted on the guide catheter which is consistent with the report that three side holes were made in the device prior to the procedure. One cut penetrated completely through the guide catheter. Due to the condition of the returned device, the root cause of the event cannot be definitely determined. However, it is possible that the cuts made by the customer led to further damage and limited the performance of the device during the procedure. It is also possible that procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device contributed to the noted damage and limited the performance of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and direction for use (dfu) showed the device was used according to its label.